Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, dislodgement of the right atrial lead was confirmed by fluoroscopic imaging. The lead was repositioned and the patient was stable.